Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 70% stenosed target lesion was located in the severely calcified left iliac artery. A 7.0x57x75mm express ld coronary stent delivery system was advanced into the lesion. However, the stent came off the balloon during insertion but remained on the guide wire. The balloon catheter was further inserted through the stent and able to deploy the stent. The procedure was completed with this device. No patient complications were reported and the patient's status was good and stable.